Event description:
The account states the head of the bed will not stay up.

Manufacturer narrative:
The tech found the manual CPR release valve is leaking by causing the head cylinder to slowly lose pressure when the bed sits idle. Head raises and lowers normally. The tech replaced the manual CPR release valve to repair the bed.